Manufacturer narrative:
The reported event of ¿the monitor could not be turned on¿ was not confirmed. However, additional examination of the monitor found that it failed with an indication of ¿svo heater" during the final acceptance test unit (fatu ) test. The om2 contains a heater element and temperature sensor that is used to maintain the red and ir leds at a constant temperature. The vigileo monitor provides the heater control of the optical module 2 (om2) cable and was found to exceed the specified temperature. This failure has the potential to lead to inaccurate svo2 values. In addition, physical damage to the monitor was observed. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. With any hemodynamic monitoring, physiologic parameters can change quickly and dramatically. Svo2 is one indicator of multiple hemodynamic parameters that is used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported before use in patient this vigileo monitor could not be turned on. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Upon further investigation, it was found that the svo heater malfunction will not produce inaccurate svo2 values. In the event of an svo heater malfunction svo2 monitoring will not be able to initiated.